Event description:
Boston scientific neurovascular became aware of an event in which during the procedure the subject device was released into the microcatheter before being implanted into the aneurysm. No complications were reported to have occurred with the pt during this event.